Event description:
It was reported that, "the surgeon, reported to the sales rep that the screw driver (captive twist driver shaft) broke while putting the screw into the trident cup. He further reported that a little peace of the screw driver has remained in the dome hole plug in the trident cup.

Manufacturer narrative:
It should be noted that the captive twist driver is only intended to initiate a screw or plug into the shell. Only a standard t-20 driver, cat 2107-101x, should be used to torque a screw or plug into the shell. Previous events have been reviewed with the sustaining engineering team. Task ID was issued in 2007 to initiate ecn. Ecn will put note on the instrument "not to torque screws" and will update the surgical protocol regarding use of the captive twist straight driver. No further action is required at this time. Product surveillance will continue to monitor for the trends. If device becomes available with additional info a supplemental report will be issued.